Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the dignishield had a tear in the rectal tube. The issue was not noticed until after being placed for several days. No medical interventions were reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review.

Event description:
It was reported that the dignishield had a tear in the rectal tube. The issue was not noticed until after being placed for several days. No medical interventions were reported.